Manufacturer narrative:
(B)(6) - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient reported that four infusion set fell off event during use. Events happened in april and begining of may for three sets. No further information available.